Event description:
The reporter contacted lifescan alleging that the meter has a sticking down arrow button. The reported issue was unresolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The 510 (k) is k073231.